Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction error message and it was later confirmed that there was no audible sound coming from the speaker on the telemetry device. It no adverse event involving patient or user was reported.